Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain. The 90% stenosed and 16mm long target lesion was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.3mm. It was treated with predilation and placement of a 3.0x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis. (B)(6) 2011: the patient was hospitalized with atypical non-cardiac chest pain. This was treated with medication and the patient was discharged 1 day later on aspirin and prasugrel. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is related to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).